Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Writer notes: "baby had a 26g argon silicone PICC inserted into right ankle on (B)(6) 2025. PICC dressing changed on (B)(6) 2025. I received infant into my care at 0700hr (B)(6) 2025 with PICC in place. There was no hub guard securing the PICC, only tegaderm and steristrips. No anchoring in place. During the 1400 hr handling of infant, the PICC broke below the flat oval shaped argon medical devices area. Pressure was applied to the open PICC still secured in place under the tegaderm and steristrips with minimal blood loss. Broken PICC removed. Reporter notes that users did not record a part or lot number."